Event description:
The reporter stated that the surgeon was using a eyeonics crystalens with the staar injection system and the foam tip plunger overrode the lens and the trailing haptic tore during insertion. It was reported that the surgeon enlarged the incision to remove the lens and replaced it with another crystalens, no suture required. This is one of two incidents that occurred to this patient. See manufacturer report number 2023826-2007-01956 for the other incident.

Manufacturer narrative:
Results: a cartridge lot number search was performed for similar complaints within the search and there were two similar complaints. An injector lot number search was performed for similar complaints within the search and there was one similar complaint. A foam tip lot number search was performed for similar complaints and there were two similar complaints.